Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated foreign material on set screw, a missing set screw, a set screw with a rounded socket, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the set screw on the cardiac resynchronization therapy defibrillator (crt-d) could not be tightened when inserting the left ventricular (lv) lead. It was noted that the physician tried to tighten the setscrew using the torque wrench with and without the lv lead, but was not able to. The physician decided to not use the device and replaced it with a new device. No patient complications have been reported as a result of this event.